Manufacturer narrative:
The pt remains on going with the implanted device and no further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in clinic with complaints of coke colored urine. Pt stated he has noted increase in his watts and lactate dehydrogenase (ldh) was slightly elevated. It was noted that the pt has a history of having multiple pi events and reports he had associated pain over a 2 day period and did note "speed drops" during these pain events. Lab tests were taken. Log files were sent into the MFR for review where power appeared slightly elevated, then decreased. Pt remains in the hospital on coumadin, persantine, asa and heparin. They are attempting to get inr greater than 2.5 because when heparin drops were removed, the symptoms of hemolysis returned. The pt is listed on 1ab status for transplant.